Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient's implantable neurostimulator depleted within two years. There was no patient harm or injury.